Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The device's therapy log revealed the user had an ultrafiltration (uf) volume of 2478 ml during the therapy initiated on (B)(4) 2012 at 22:25:50, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the patient had a manual drain in cycle one and bypassed fill in cycle two, proceeding to drain. The user's actual drain volume in cycle two was 2500 ml, which is 114% of largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria, as defined in the (B)(4) clinical hazards list. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:25:50. During night drain cycle two, the patient's ultrafiltration reading was 2478ml, indicating the home patient (hp) drained 2478ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.